Manufacturer narrative:
The device is not available for analysis. A review of the device labeling review confirmed that there was no evidence the device was used contrary to product labeling per the IFU. The IFU lists pain as a risk associated with this type of procedure. Based on the information available, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the patient recently had a benign prostatic hyperplasia (bph) procedure and had read that he might feel mild discomfort during the procedure itself. The urologist performing the procedure was running behind schedule. His assistant applied topical lanacane but the urologist did not begin the procedure until 45 minutes later. The patient stated that he was prescribed 5mg of diazepam and told to take it on route to the office. It was nearly 2.5 hours after taking the medication before the doctor commenced the procedure. The pain was excruciating during the procedure. So much so, the urologist almost ceased the procedure altogether.